Event description:
It was reported that the pt is no longer able to hear with his device. He was hearing well before. No head trauma was reported. Testing carried out in (B)(6) 2010 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.